Manufacturer narrative:
(B)(4). The device was returned and evaluated. A visual inspection test was performed with no issues noted. Leak testing, clamp function testing, clear passage testing, and simulated use testing were performed with no issues noted. All tests resulted in the product meeting specifications. The reported problem could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient noticed some air bubbles in their cassette while performing therapy on the homechoice. The patient had followed proper priming procedures at the start of therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.